Manufacturer narrative:
(B)(6). The reported event of "stent kinked." According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, the advanix¿ biliary stent kinked while inserting it in to common bile duct. The physician was unable to place the stent in the lesion. The procedure was completed with another advanix¿ biliary stent. The patient's condition at the conclusion of the procedure was reported to be "good."